Event description:
It was reported (2) lcsb5 were used during an unknown procedure. It was reported by the rep that the harmonic scalpel tips locked out during the case. There was no consequence to the pt.